Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery due to fracture on left femoral shaft with fracture of internal locking plate. Also, it is noticed that there was broken screw. The surgeon replaced a new locking compression reconstruction plate. It was unknown if the revision surgery completed successfully. The patient outcome is unknown. Concomitant device reported: unk - screws: nail distal locking (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) unk - screws: locking. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision procedure occurred on november 12, 2021. It was noted the procedure was completed successfully. Concomitant devices: locking compression plate (part 426.621, lot 40p5441, quantity (B)(4)); locking compression plate (part 445.121, lot 40p3293, quantity (B)(4)); locking screws (part/lot unknown, quantity (B)(4)).